Event description:
It was reported that a patient was in the hospital due to difficulty breathing and ended up taping their magnet over the generator to inhibit stimulation. The patient was seen by a livanova representative at the hospital and their incision was found to be red and the patient was on antibiotics for this. The patient then had their device disabled by a neurologist at the hospital. No other relevant information has been received to date.